Manufacturer narrative:
Device label code for f10. Position 1: 1701. Evaluation: the product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product.

Event description:
When the user carton was opened, there was no iab in the carton, just the insertion kit. Inspite of several calls to the facility, the user carton was never returned to datascope. Event complications: unk - rpt'd 9/9/96. Pt current status: unk - rpt'd 9/9/96.